Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer 4.1 cubies were failed with a read, write and invalid smart cubie memory error the customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 cubies were failed with a read, write and invalid smart cubie memory error. The field service engineer (fse) had identified read/write errors in drawer 4.1. The customer had removed the affected cubies the night before. The fse had resolved the issue by reseating the cables and performed testing. The system functioned as intended after the field service engineer troubleshot the device.